Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized for high blood glucose levels. The patient's blood glucose levels reached 442 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, lethargy, and nausea. The patient was treated with an IV (intravenous fluids). The patient was released the following day.